Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 23, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 23rd nov 2024, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. The following example sets were provided by the user: on (B)(6) 2024 at 5:00 am mst sg: 96 mg/dl and bg:121 mg/dl. On (B)(6) 2024 at 5:20 am mst sg: 148 mg/dl and bg:171 mg/dl. A review of the data management system (dms) data revealed that: on (B)(6) 2024 at 5:00 am mst user's sg was 96 mg/dl and bg was 119 mg/dl. On (B)(6) 2024 at 5:20 am mst user's sg was 148 mg/dl and bg was not visible due to a bug (refer to bug ID: (B)(4)), but a diagnostic upload confirmed bg was 171 mg/dl. The RMA was authorized for the return of sensor for further investigation. Upon receipt, it was observed that the sensor had a significant portion of hydrogel missing from the back side of the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The sensor was tested in-house and no issues were observed with sensor performance.a review of the in vivo raw data did not reveal any anomalies. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 20 february 2025. G3. Date received by the manufacturer? 20 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.